Manufacturer narrative:
D2b, pro code (product code), dsk, itx, iyo.

Event description:
It was reported that the procedure was cancelled. During the procedure, an avvigo multi-modality guidance system was selected for use, the image showed up was affected by a snowflake-like artifact. The procedure was cancelled due to the issue prior to treatment being completed.